Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken bipolar yaw pulley near the cable routing. Broken piece(s) is not missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint regarding insulation of the instrument was broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the insulation of the fenestrated bipolar forceps instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the grab task. The cable was intact. There was no loss of cautery or signs of thermal damage. Arcing was not observed during the procedure. The procedure was completed with a spare instrument. There is no report of a fragment falling into the patient's anatomy. There was no injury to the patient. The instrument was removed through the cannula as usual.